Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and replaced diluent filters, to resolve both the failed platelet backgound and leak issues. The fse performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported a leak when using the coulter® act diff analyzer. The leak was described as about 6 ml of fluid had leaked from the probe on the instrument. In addition, the instrument was producing high platelet (plt) background counts. The operator was wearing a gloves and a lab coat when the leak was identified. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.